Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot: p311 was conducted. There were no non-conformance's related to the complaint. This lot met all release requirements. A review of kit lot: p311 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. At the time of this report, the analysis of the returned kit is still in process. A final report will be filed when the analysis is complete. (B)(4). (B)(6). On (B)(6) 2026.

Event description:
The customer contacted therakos to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the centrifuge bowl broke during the procedure after 1500mls of whole blood was processed. The ecp treatment was aborted and residual blood within the kit was not returned to the patient. The customer reported the patient was in stable condition. The kit will be returned for evaluation.

Manufacturer narrative:
The complaint kit and smart card were returned for investigation. Evaluation of the received kit verified the reported centrifuge bowl break as the bowl was broken into multiple pieces. Further inspection of the centrifuge bowl showed the bowl base and outer bowl cover had separated. The separation occurred in the outer bowl material and not at the weld that joins the outer bowl to the bowl base, indicating the centrifuge bowl dislodged from the bowl holder and impacted the centrifuge chamber wall. A potential cause for the centrifuge bowl to dislodge out of the bowl holder is due to the bowl not being properly locked into the bowl holder during installation of the kit by the end user. A material trace of the bowl assembly and its components used to build lot p311 found no related non-conformances. A device history record (DHR) review did not result in any related non-conformances. This kit lot passed all lot release testing. The root cause of the centrifuge bowl break is most likely due to the centrifuge bowl not being secured into the bowl holder during installation of the kit by the end user. No further action is required at this time. This investigation is now complete. (B)(4).